Event description:
It was reported that during a gynecological procedure the surgeon couldn't visualize the electrode. The surgeon felt there was a small bleeder so he decided to switch to his resectoscope with a rollar ball to control the bleeder. The surgeon decided to open up the pt at the end of the procedure due to multiple fibroids that were not completely removed by the versapoint device. It is at this point when the surgeon suspected a uterine perforation occurred. Surgeon reported at the end of the procedure, that it was his technique that caused the perforation. No device failure or malfunction was reported to have occurred. The pt was admitted to ICU for one night and released the next day with no consequences.